Event description:
A pt underwent a percutaneous closure of an atrial septal defect (asd) with an amplatzer septal occluder in 2008. The patient, 24 hours post placement of the device, developed a complete heart block, was symptomatic with evidence of palpitations and chest pain, and was hospitalized and placed on steroids and aspirin in an attempt to reverse the heart block. Despite approximately 5 days of treatment, the patient did not improve. A preoperative echocardiogram demonstrated evidence of pressure on the av node from the device. The patient was sent for elective surgical removal of the device and closure of the asd.

Manufacturer narrative:
The surgically removed device was not sent back to aga medical for analysis. According to the op note provided to aga medical, the device was found to be completely occluding the asd but partially deviating towards the corresponding area of the av node where the triangle of koch was located. It was felt this was probably related to the fact that there was no prominent inferior rim of the asd to prevent displacement of the device against the triangle of koch. The device was removed without difficulty with special attention to avoid further injury to the av node. The asd was closed using fresh pericardium. The patient was fully re-warmed and resumed normal sinus rhythm with occasional episodes of 2:1 heart block.